Event description:
Report received of an over-delivery. The customer contact indicated the event was the result of an operator error in programming the device. The pump was programmed on the postpartum floor, in the pca only mode to deliver 0.2 mg/ml of dilaudid with a 1.0 mg loading dose, a 1.0mg pca dose instead of the intended 0.2mg pca dose, a 10-minute patient lockout and a 6mg, 4-hour limit. The physician also authorized a "1.0 mg supplemental dose if necessary." The nurse reportedly delivered one, 1.0 mg loading dose and one, 1.0 mg pca dose. After the pca delivery, the nurse noted the error in programming. The infusion was stopped and the pump was removed from clinical service. There was no reported adverse pt effect and no medical interventions were required. Though requested, no further info was available.